Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one spike connector, engaged with an injector, was provided to our quality team for investigation. Through visual inspection, the tip of the spike connector is observed to have broken off, the tip has not been returned for evaluation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information and sample evaluation, we are not able to identify a root cause related to the manufacturing process at this time. It appears the tip broke due to the force exerted on the product during use. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
This is a complaint about c180j broke during use. This occurred when mixing 500ml saline with c180j and a 100ml syringe with an injector. This occurred when trying to inject with the syringe while the saline bag was hanging. If there are any reports of c180j breaking in a similar way, please let us know before reporting.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.